Manufacturer narrative:
Batch review performed on 02 october 2020: lot 160031: (B)(4) items manufactured and released on 11-apr-2016. Expiration date: 2021-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 02 october 2020: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 162732: (B)(4) items manufactured and released on 28-jul-2016. Expiration date: 2021-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 years and 11 months after primary surgery, reporting pain and the cause of the pain is unknown. The surgeon revised the cup and head and the surgery was completed successfully.